Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 24mm amplatzer septal occluder was chosen to implant on patient with atrial septal defect (asd) using an non-abbott delivery sheath. During deployment, it was reported that the left atrial disc had a cobra deformation. The device was recaptured and redeployed few times, but resulted in the same deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new unknown device was chosen, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay, and no patient consequences were reported. The patient was reported as stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, an image was received from the field and the image appeared to show the device deformity (cobra head). However, it could not be confirmed as there was no cobra head deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no an anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an unknown delivery system was used. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.